Event description:
This lead will be extracted on approximately (B)(6) 2012 due to an infection. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).